Manufacturer narrative:
Submit date: 10/30/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a needle. The customer states after administering a flu shot the pharmacist activated the safety shield with her thumb and after it was activated, the needle somehow went through the plastic and she got stuck. The nurse went to the ER following the needle stick and blood work was conducted. Test results are not available at this time. The patient also agreed to take a blood test, but the nurse doesn't have any further information on whether or not it was done. Since the patient was (B)(6) with his wife at the pharmacy to get a flu shot, it was determined that he is not a high risk patient; therefore no further treatment and/or hospitalization was necessary for the nurse who got the needle stick at this time.

Manufacturer narrative:
(B)(4)

Event description:
The customer further clarified that she was not certain if the needle actually poked through the shield. She had set it aside after the incident and it was disposed of.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A review of maintenance records (both corrective and preventive) and calibration records was conducted and there were no issues. There were no related processes or material changes related to the reported condition for this product. A review of the machine setup was conducted and there were no issues. Observation of the machines in its current condition does not reveal any issues. There were 50 unused samples (1 full unit box) submitted with this complaint. For all samples, the safety shield was tested and activated per unit box instructions for use (IFU). In all cases, the safety shield locked successfully, which was verified by an audible and tactile ¿click¿. The reported condition could not be confirmed. The exact root cause of the reported condition could not be determined because the reported condition could not be confirmed. The most likely root cause is failure to properly initiate (activate) the safety shield. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, the inspectors randomly check for "shield stalling/lock failure" following quality and inspection standards. The lot met all defined acceptance requirements and was released. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.